Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes vvi reset with decreasing lead impedance and increasing battery current. During the replacement procedure, the lead measured normal via an analyzer. Normal function was observed with the implant of a new pulse generator.